Manufacturer narrative:
Device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Received was one dilation catheter lodged inside an arrow introducer (9f) with approximately 1/2 of the distal balloon tip protruding from the distal end of the introducer. Attached to the balloon leg of the catheter was a light blue stopcock. Also received was a blue dilator. The distal tip of the the catheter was protruding out of the distal tip of the introducer. The balloon appeared bulbous and not fully deflated. The distal tip of the introducer appeared flared. There did not appear to be any shaft damage to the catheter. A .035 inch guide wire was passed through the catheter with no problems. The balloon was immersed in a warm water bath. An attempt to draw a vacuum on the balloon was unsuccessful; however, the balloon could be pulled distally out of the introducer. An attempt to inflate the balloon to 17 atms (rbp) was unsuccessful. Due to the condition of the sample, the balloon could not be inflated or deflated any further. The result of the investigation was confirmed for difficult to remove; the balloon was not fully deflated. The root cause is unknown; however, the excessive length of the introducer sheath may have contributed to the removal difficulty. The IFU (information for use) for this product states the following: catheter withdrawal- once the dilation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Use a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported during a left arm pta of a fistula, the balloon stuck in the sheath during removal. No patient injury was reported.